Event description:
It was reported through a product return that the pt underwent cystectomy and required defibrillation. Subsequent to the defibrillation the pt developed a thermal injury at the device site and had her leg amputated. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when analysis is complete and/or when additional info is received from the hcp.